Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 50 mg/dl. Suspected cause was due to the customer¿s settings requiring adjustments and unknown cause(s). Customer ate candy, drank soda and called the paramedics to address bg. Reportedly the paramedics assisted customer by verifying bg level, and did not provide additional assistance. Customer updated their pump settings to address the event and continued to use the pump for insulin therapy.